Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal pain, inability to control her bladder, need to be in standing position to urinate, suffering from recurrent vaginal prolapsed, and sever lower back pain. No further information has been provided.